Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination slender was in, and the physician tried to inject contrast through the sheath, and the contrast would shoot out of the back of the valve every time. They used a 125cm cordis mp catheter in the 119cm destination slender. The catheter came out of the sheath about 1mm, and it hubbed out. The user felt that the product was misleading by the labeling on the packaging. Additional information was received on (B)(6) 2018. The type of procedure being performed was a superior mesenteric artery (sma) stenting. The procedure was not completed, the physician could not access the sma, there was an occlusion at ostium. It was not an r2p issue. The contrast was injected by hand.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 119 cm 6fr r2p destination was received for product analysis. The sheath was returned with the dilator and unknown product. Visual inspection revealed there were no kinks, bends or scratches visible and no anomalies were noted with the returned device. Functional testing was performed to identify if the valve was leaking. The sheath with the hub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed, and the assembly was submerged for a third and final time. No bubbles were observed. To check for damage to the valve, the crosscut valve was dissected from the sheath. The valve was inspected under the microscope. There were no anomalies noted with the valve. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product since no bubble formation was detected around the valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.